Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the explanted device could not be completed as it was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of photo received by endologix shows that the explant of the device is confirmed. As no medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix the type iiib endoleak is unconfirmed; however, in the explant photo there appeared to be a narrow slit in ovation ix main body that cannot be ruled out as explant damage. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Though a contributing factor could be that the patient did not attend routine follow-ups. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event were explanted and were most likely discarded by the hospital. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device location unknown.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the ovation ix stent graft system on an unknown date in 2017. Reportedly, the patient did not return for routine follow-ups. On (B)(6) 2023, the patient presented with stomach pains. The computed tomography angiography identified a type iiib endoleak. The ovation ix stent graft system was explanted, and successful revision was completed.